Event description:
It was reported that the patient no longer wished to be implanted with the device, as the patient desired to remain a part of the deaf community in which she had so long belonged. She had no further use for her implant. The implant is reportedly fully functional.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.